Event description:
It was reported that there was disconnection from the y-site while using a flogard solution administration set. This event occurred prior to use. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. Visual inspection confirmed the reported condition of disconnected tubing. The inspection noted that the tubing was low inserted into the y-site. This occurred during the manufacturing process. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.